Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported separation (core separated on the hypotube proximal end) was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incident(s) there is no indication of a lot specific product quality issue. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported guide wire separation appears to be related to operational circumstances of the procedure. In this case, it is likely that during advancement, manipulation and/or inadvertent mishandling of the guide wire caused the guide wire to kink. Additional manipulation ultimately resulted in the core separation. The core fractured faces at the separation were bent and jagged as if kinked prior to separation. The noted teflon coating damage likely occurred during retraction through the torque device and/or other devices used in the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device iwas received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a balance middleweight universal ii guide wire was broken [separated]. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.